Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation will be (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast implantation of unknown type with an unspecified saline mentor breast implant and experienced breast pain on the right breast implant. The patient also experienced paresthesia and deflation on the right breast implant. The patient is planning on removing the implants at some point in the future.

Manufacturer narrative:
On 8/1/2019, it was reported to mentor that the date of explantation is confirmed by the patient to be 9/03/2019. On (B)(6) 2019, the patient had MRI. Manufacturer¿s reference number: (B)(4).